Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, there were no x-rays or intraoperative records provided. The root cause of the limited range of motion is unknown other than the possibility of inability of the patient to participate in physical therapy or rehab post op. Prior numerous right knee surgeries could have also contributed as well. The patient impact beyond two mua procedures and pain is inconclusive. It was noted that this issue was resolved on (B)(6) 2018. No further clinical assessment is needed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that after knee replacement a manipulation under anesthesia was performed due to limited range of motion.